Event description:
It was reported by a healthcare professional that a "hook broke off silent nite device on ur side". Additional information received reported that there was no harm to the patient.

Manufacturer narrative:
The reported device has been returned to the customer and is not available for investigation. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Manufacturer reference: (B)(4).

Manufacturer narrative:
Additional information: d4, d9. The device has been received and the investigation has been completed. The results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off of the device. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).